Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the messages were not crossing over and some patient information not appeared on pyxis, despite been admitted in correct unit. A technical support specialist (tss) checked the station logs and confirmed that the device was communicating with the server without any issues, and that uploads and downloads were occurring on time at the server level. Upon reviewing the last messages sent from the host to the carefusion coordination engine (cce), all messages were in a current state with no delays observed. The tss further enquired about patient information for further investigation, but the customer informed that the issue was no longer present and granted permission to close the case. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server patients not appearing on pyxis, despite being admitted to correct unit in our adt/emr system. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.